Manufacturer narrative:
(B)(4). The angiogram from this procedure was reviewed by the MFR clinical affairs stating that the pt¿s vascular anatomy was minimally tortuous. Depending on where the physician experienced steerability issues, there could likely have been difficult angles necessitating the physician¿s decision to use the add¿l wire to reach the rca lesion. The type and severity of calcification were not disclosed and could be a contributing factor to the failure of the device as it reached the tip of the guide catheter for drift verification. The physician reported the wire was removed in its entirety from the pt. The loss of signal and wire ¿dislodgement¿ prevented the wire from performing its intended functions, however, the pt did not experience any adverse events related to the malfunction of this device. The procedure was completed by the physician¿s use of another wire from a different MFR. The pt was discharged the same day as the procedure and upon a one week follow up call from the hospital staff, there were no events to report since the pt discharged. The complaint device was not returned to the MFR so a device eval could not be performed. The MFR could not confirm the reported complaint however, the MFR¿s clinical assessment recommends this case be reported as notification of incident only.

Event description:
It was reported that the physician wanted to perform ffr measurement of the right coronary artery (rca) using the pressure guidewire, however the physician had experienced difficulty in steerability. With the help of the ¿buddy¿ wire, the physician managed to get to the lesion, but still measured an unstable ffr value 90.88-0.95). When the physician wanted to perform a drift verification by pulling back the pressure guidewire to the tip of the guide catheter, the signal was suddenly lost. The pressure guidewire was removed from the pt and observed a dislodgement between the stiff part of the wire and the distal coil. The pressure guidewire came out in ¿one piece¿ because of the cables to the sensor. Another wire (from different MFR) was used and obtained a stable ffr value of 0.94 and the procedure was completed without any pt injury. The pt was discharged the same day and a telephone follow up per hospital protocol was made one week after the procedure without any events to report. There was no pt injury and no adverse events were reported. The MFR could not confirm the reported complaint however, the MFR¿s clinical assessment recommends this case be reported as notification of incident only.